Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
A temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse events of cloudy effluent fluid and peritonitis, which warranted hospitalization and antibiotic therapy. The pdrn stated the cause of the peritonitis was touch contamination due to the patient disconnecting from the liberty select cycler at night (without using proper aseptic technique) and using restroom without capping the pd catheter (not a fresenius product). Per the pdrn, the events are unrelated to the utilization of the liberty select cycler, liberty cycler set or any fresenius product(s) or device(s). Klebsiella pneumoniae is considered normal flora of the human mouth and intestine. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the event, as there is no allegation or objective evidence indicating a fresenius product deficiency or malfunction caused or contributed to the event(s). Furthermore, the pdrn stated once the patient returns to ccpd therapy, the patient will continue to utilize the same liberty select cycler. It is well established those individuals undergoing pd therapy are at high risk for infections of the peritoneum. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis nurse (pdrn) for a peritoneal dialysis (pd) patient on continuous cycling peritoneal dialysis (ccpd) for renal replacement therapy (rrt) reported that they experienced peritonitis. Upon follow-up with the patient¿s peritoneal dialysis registered nurse (pdrn) revealed the patient presented to the outpatient home therapy unit on (B)(6) 2019 with cloudy effluent fluid. The nephrologist ordered the patient be hospitalized for antibiotic therapy due to the severity of the infection. The patient was subsequently hospitalized from (B)(6) 2019 through (B)(6) 2019 for peritonitis. Peritoneal effluent fluid cultures were obtained in the hospital and were positive for klebsiella pneumoniae. A peritoneal effluent fluid cell count revealed an elevated wbc count of >5000 u/l. The patient was treated with intravenous (IV) antibiotics; however, the drug(s), duration(s), frequency and dosages are unknown. The patient¿s pd catheter (not a fresenius product) was infected (specifics not provided) and was surgically removed (date not provided) during the admission. The patient was transitioned to hemodialysis (hd) for renal replacement therapy (rrt). The patient is tolerating outpatient hd therapy well and is recovering from the events. The patient will return to ccpd therapy within the next 2-4 weeks and will resume the utilization of the same liberty select cycler. The pdrn stated the events were unrelated to the utilization of the liberty select cycler, liberty cycler set or any fresenius device(s) or product(s). The pdrn attributed the cause of the events to touch contamination. The patient was reportedly disconnecting (without using proper aseptic technique) and using restroom in the middle of the night, without capping the pd catheter.